Event description:
Consumer complaint of lo blood results. Expected fasting blood result range is 160 to 170mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Customer also reports receiving multiple unknown error messages prior to call. Back to back blood performed during call on (B)(6) 2015 produced results of 152mg/dl and e-5. Customer performed blood test with wife's trueresult meter and produced result of 128mg/dl. Verified storage of test strips is within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 03/31/2017 and open vial date is month of (B)(6) 2015. Recall test results performed fasting from meter memory: lo, (B)(6) 2015, 07:23 am . Lo, (B)(6) 2015, 01:48 pm. 254mg/dl, (B)(6) 2015, 09:06 pm. 139mg/dl, (B)(6) 2015, 07:25 pm. 191mg/dl, (B)(6) 2015, 01:12 pm . Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction foreign material on strip connector. Investigation completed and test strips evaluated with no defects found.

Event description:
Consumer complaint of lo blood results. Expected fasting blood glucose test result range is 160 to 170mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Customer also reports receiving multiple unknown error messages prior to call. Back to back blood test performed during call on (B)(6) 2015 produced results of 152mg/dl and e-5. Customer performed blood test with wife's trueresult meter and produced result of 128mg/dl. Verified storage of test strips is (not) within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 03/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).